Manufacturer narrative:
The reported multi-fix s-ultra 5.5mm knotless anchor device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. From the information provided, ¿during a rotator cuff repair the anchor came out of the bone.¿ an exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) tissue thickness. (2) misalignment of inserter handle. (3) bone hole size. (4) over tensioning the suture. (5) excessive probing. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. The instruction for use states: do not implant the anchor in poor quality bone or where bone quantity is limited. Do not bend or twist the inserter handle during and after insertion as damage to the implant or incomplete insertion may result. Care must be taken to avoid creation of a shallow bone hole. Use care to properly align the implant and inserter handle with the bone hole during pound-in. Avoid excessive probing. Do not bend or twist the inserter handle during and after insertion. Individually tensioning the sutures may cause the device to back out of the bone hole. Do not over tension the sutures. Over tensioning the suture may result in incomplete insertion or implant pull out. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that during a rotator cuff repair the anchor came out of the bone. The procedure was completed with a backup device with no delay or patient injury reported. An additional bone hole was drilled to use the back up device.